Event description:
It was reported that stent damage occurred. A 5.0mmx15mmx150cm express vascular sd stent was selected for use. However, during unpacking, it was noticed that the stent was kinked. The procedure was completed with another of the same device. No patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an express sd balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was a kink 27cm proximal from the tip. The balloon was tightly folded. The stent was in place. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that stent damage occurred. A 5.0mmx15mmx150cm express vascular sd stent was selected for use. However, during unpacking, it was noticed that the stent was kinked. The procedure was completed with another of the same device. No patient complications nor injuries reported.